Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia up to 369 mg/dl for approximately five hours while the ilet was not dosing insulin due to an active occlusion alert, during which the user attempted to use meal announcements as correction; the alert was dismissed and a tubing fill was performed with visible drops before reconnection, and the user was advised to replace infusion supplies when available. Symptoms included hyperglycemia without reported dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no hospitalization, no professional medical intervention, no assistance from others, no ketone testing, and no use of backup therapy. Investigation included remote troubleshooting, alert review, and infusion set and tubing function check through a fill sequence. Investigation of this case revealed a confirmed occlusion condition that halted insulin delivery, with potential infusion site compromise contributing to persistent hyperglycemia after alert dismissal. It was concluded, based on previously established findings for similar reports, that the cause was an occlusion of the infusion pathway leading to interrupted insulin delivery.